Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a jump in right ventricular (rv) lead pace impedance measurements up to 1100 ohms and then went back down to the 300's. Isometrics were performed, however, no noise was seen. Technical services (ts) indicated this may be the start of spring contact behavior and recommended continuous monitoring and programming changes. This device remains in service. No adverse patient effects were reported. Additional information was received that the resolution for this patient is continuous monitoring and no programming changes were made. This device remains in service. No adverse patient effects were reported.